Event description:
A reporter called in on behalf of being the guardian of this child who uses this device to administer her medication and food. Through the g-jet gj tube. When changing out the pump for the medication it broke off and became stuck in the patient. This problem caused her to be hospitalized where she is still currently due to it interfering with her receiving her medications. She also receives food by using this medical device as well. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).